Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal conductor was found distorted; outer insulation was found breached cut; blood observed in all conductors and in/on the helix mechanism; full lead analyzed.

Event description:
It was reported that the atrial lead perforated the atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.